Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 415 mg/dl. Customer was claims that they were not using the insulin pump for more than 24hrs there was no insulin on the insulin pump. Customer was not using the insulin pump system within 48 hours of reported high blood glucose event. Customer had symptoms related to high blood glucose was abdominal pain. The insulin pump will not be returned for analysis.